Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was provided. The photo shows a 4.5mm cannulated endoscopic drill with its entire drill head broken from the shaft. Examination of the photograph is inconclusive. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
During acl (anterior cruciate ligament) reconstruction surgery, the drill broke. Another drill was used; part number: 7207315. Lot number: 50475539. No delay was reported. There was no reported patient injury or complication. The patient¿s bone quality was reported as good.

Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).